Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a loss of stimulation and a loss of therapy. The device quit working and the patient was having pain all night long. The patient was having pain when moving and it was noted that it hurt so bad. The patient would be up all night and hadn't slept well. These issues had been going on for a week or so prior to the report. The patient narrowed the issues down to the device because when the device was working they could walk to make it better but at the time of the report walking did not make the pain better. The patient also had a fever and the patient's daughter felt that the patient had an infection. These issues started around (B)(6) 2016. They had requested a urine sample and a blood draw but they weren't sure if those had been taken. No infection had been confirmed at the time of the report. On (B)(6) 2016 it was reported that the patient was getting an MRI to rule out a possible abscess in the thoracic and lumbar spine. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.